Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated input unit (ay-671p-a0 s/n (B)(6) ) was experiencing input module failure. Blood pressure readings have been higher than expected. When customer swapped out input unit with another (model and s/n not provided), the issues were resolved. The main bsm was not returned, but the ay-671p input unit was. Device was sent to nka for evaluation and repair. Nka repair center confirmed the reported issue. The following components were replaced to resolve the issue: 1-part# 532149b description: pump qty:1 2- part # 6114135418 description: vibration damping sponge qty: 1 3- part # 923119 description: solenoid valve qty:1. Investigation conclusion: as the risk was assessed to be low, and where the pump functionality is a regular inspection item and is replaceable, no CAPA is required. This issue is recommended to be tracked and trended. Additional device information: d11 & c2 concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit that failed: ay-671p sn (B)(6) input unit: the UDI no: (B)(4). Manufactured date: 11/13/2009. Age of the device: 119 months. Returned to nk: yes, 11/21/2019.

Event description:
The biomedical engineer reports that the blood pressure (bp) readings have been off for three days. Bp is higher than what they should be on the bedside monitor (bsm). Issue was resolved by replacing the ay input module which is part of the bsm system with another working unit. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reports that the blood pressure (bp) readings have been off for three days. Bp is higher than what they should be on the bedside monitor (bsm). Issue was resolved by replacing the ay input module which is part of the bsm system with another working unit. The main bsm was not returned, but the ay-671p input unit was. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit that failed: ay-671p sn: (B)(4). Input unit: the UDI no: (B)(4). Manufactured date: 11/13/2009. Age of the device: 119 months. Returned to nk: yes, 11/21/2019.

Event description:
The biomedical engineer reports that the blood pressure (bp) readings have been off for three days. Bp is higher than what they should be on the bedside monitor (bsm). Issue was resolved by replacing the ay input module which is part of the bsm system with another working unit. No patient harm reported.